Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2022. Initial reporter email address: unknown/not provided. (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted because of the patient far vision loss, far vision 0.7 on a decimal basis. A monofocal lens was used as a replacement. It was indicated that the patient wanted near vision, so, it was slightly more myopic targeting than plano.(-0.3). The patient is satisfied after the explant operation. It was indicated that the lens was discarded by the customer. No other interventions reported. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: the following correction was made based on the clarification/new information received: section a2, a4 and a5: the information was not provided as patient information cannot be provided due to personal data privacy legislation/policy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.